Manufacturer narrative:
With respect to this incident, philips medical systems conducted the following investigation. Issue was reviewed by philips clinical and research and development engineering: at 6:23 the transducer derived the maternal values and there is a repeating ccv alert . At 6:34 is another notification on the trace that the fetal heart rate is bradycardic at around 90 bpm. The fetus suffered from distress and had severe decelerations (down to approx. 80 bpm) from the start of recording ( = 04:25) until birth. Many deep, late decelerations. As the us transducer derived maternal signal, hence it was not recognized that the fetal heart rate is bradycardic. There have been multiple coincidence alarms which were correctly annotated on the local trace recording and on the trium system. The pulse from spo2 confirmed the previously measured pulse from toco mp. No issues have been seen here. A repositioning of the transducer would have been necessary to derive the fetal signal. In addition, deviation in the pulse values were not seen. Fetus appeared to have been in in poor condition from the beginning, continuously and too long to tolerate (frequent deep decelerations). The customer is encouraged to always enable the ccv function by providing a maternal pulse or maternal heart rate measurement. This helps to identify situations in which we accidentally measure the maternal hr instead of the fhr. In addition, customer is encourage to use belts instead of tubular bandages. Tubular bandages are not officially supported. The device worked as intended and there was no malfunction of the device. The product remains at the customer site.

Event description:
The customer reported it is suspected that with the monitoring, the fetal monitor couldn't clearly keep apart which heart rate belonged to the mother. According to cardiotocograph (ctg) they were initially relatively similar in curves, which is consistent with the maternal, since the patient was demonstrably tachycardiac. Then with the ultrasound (us) probe it resulted in a strong and lasting deceleration; therefore, the fetus must have been brachycardiac for a longer period of time. Additionally, the child suffered severe damage during birth. The device was in used for patient monitoring at the time of the alleged malfunction. An adverse event was reported.

Event description:
The customer reported it is suspected that with the monitoring, the fetal monitor couldn't clearly keep apart which heart rate belonged to the mother. According to cardiotocograph (ctg) they were initially relatively similar in curves, which is consistent with the maternal, since the patient was demonstrably tachycardiac. Then with the ultrasound (us) probe it resulted in a strong and lasting deceleration; therefore, the fetus must have been brachycardiac for a longer period of time. Additionally, the child suffered severe damage during birth. The device was in used for patient monitoring at the time of the alleged malfunction. An adverse event was reported.